Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in the ICU in post-surgical due to heart transplant and right ventricular dysfunction. The patient was on extracorporeal membrane oxygenation (ECMO) support when suddenly the motor stopped and the patient was left without support. No alarm was noted. The hospital staff was unable to record the event. The patient required advanced support maneuvers, increased inotropic support, and an emergency motor change. The flow was restored, and the patient stabilized. The patient was hemodynamically stabilized and progressing well. No consequences were noted to the patient. Console MFR # 3003306248-2024-00459.

Manufacturer narrative:
Section b1: corrected to product problem section b2: corrected to none manufacturer's investigation conclusion: the reported event of the centrimag motor stopping was not confirmed. The returned centrimag motor (serial number(B)(6)) was received and functionally tested at the service depot for an extended period, and the motor functioned as intended throughout all testing. Atypical events were unable to be reproduced, even when the motor¿s cable was manipulated by hand. The serviced and tested motor was returned to the customer site after passing all tests per procedure. No log files were associated with the reported event, and no adverse patient consequences occurred as a result of the event. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 3 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 9 entitled "emergency / troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." No further information was provided. The manufacturer is closing the file on this event.